Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to the titanium adapter on the end of their catheter had become loose during the night. The patient awoke and noticed the problem because dialysate had leaked onto their abdomen. The patient was placed on prophylactic antibiotics, however developed peritonitis a few days later. The patient was hospitalized for the event and treatment during hospitalization was not reported. The patient was recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.